Event description:
New information received notes that due to the dislodgement, the right atrial lead was capturing in the ventricle. Additionally, the patient was asymptomatic and in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right atrial lead dislodgement, which was confirmed by x-ray on an unspecified date. Capture was not confirmed when tested. The lead was explanted and replaced. The patient's condition was unknown.